Event description:
On (B)(6) 2012, I underwent surgery to remove my dow corning silicone gel breast implants. I had breast augmentation many years ago to correct breast asymmetry and the effects of long term breast feeding of infants. I was told by the plastic surgeon it was a one time procedure and I would go to my grave with "nice looking" breasts. Since then there has been an explosion of medical facts and studies revealing the issues connected to these implants. Over the years, I expressed numerous concerns and complaints to my doctors only to be told not to worry unless they were giving me problems even though I was having various health issues. No one in my area wants to give validation to the fact there can be health problems connected to these breast implants. Aside from thyroid and rheumatological diseases, I started having various chest pains, shortness of breath and what they called calcifications in my breast. I was sent to a cardiologist and my gynecologist sent me for ultrasounds. Had they done more intense studies of my implants they would have found bleeding and rupture. On (B)(6) 2012, I had an explantation done for my own peace of mind. The plastic surgeon said he had no idea what he was getting into until he opened me up for the removal. He said it was the worst case he had seen in his 27 years of practice. The right side had a significant gel bleed and the left side was ruptured with the silicone resembling plumbers caulking. He said he did scraping, digging, and cutting away at tissue to remove all he could, but was unable to get it all. There was still some left embedded between my ribs and in crevices he couldn't get to. Needless to say, there wasn't much of my own breast left at the completion. He wanted to put in saline implants and I said "no, I've been through enough and I don't think the saline are safe either." He said it would be up to my liver and kidneys to try and dispose of the remaining silicone. I am taking it day by day and pray that one day this will be just a bad memory. I am also telling of my experience whenever and wherever I can so that hopefully some good can come out of it. Reason for use: misshaped, atrophied breasts with asymmetry.